Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was 21 mmol/l. Customer administered a correction bolus via the pump. During troubleshooting with technical support, the customer corrected the time and resumed insulin therapy. Customer's blood glucose level was resolved.

Manufacturer narrative:
Please disregard. This report has been replaced by mfg report no 3013756811-2026-122936.